Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen changed from "perfusion screen" to "menu screen" twice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis, on (B)(6) 2017 the system was powered up at 07:28:39 am. A perfusion screen is opened at 7:32:55 am. At 8:05:46 am the local area network / interface board (lan/if) reports a start which is not normal while in a perfusion screen, lan/if log does not show anything to explain why it happened. At 08:08:12 am the perfusion screen is opened again without ever doing the normal perfusion screen exit. It's likely they were exited from the perfusion screen without doing a post case. The perfusion screen is exited by the user at 03:24:58 pm. The log shows the perfusion screen may have been exited unexpectedly one time causing the need to open the perfusion screen twice. The service repair technician (srt) could not duplicate the reported complaint condition. He replaced the printed circuit interface (pci) bus cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician could not duplicate the reported issue. The central control monitor (ccm) has all functional, touchscreen and extended testing with no changing of "perfusion screen" to "menu screen" observed.

Event description:
Additional information indicated that there was no delay on the procedure.